Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. The insulin pump received with minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
Customer reported receiving a button error alarm nearly four times on their insulin pump. Customer's current blood glucose reading is 239 mg/dl. No further information reported.